Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro ii heater wire separated form one side of the jaw. The same device was used to complete the procedure. The hospital did not report any pt effects. The product is not returning for evaluation. Note: the hospital was unable to provide an event date.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be completed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).